Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured from may 12, 2020 - may 13, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red marks were observed inside the tubing of four (4) ce intermates sv (small volume) 100 ml. This was observed prior to patient use. There was no patient involvement. No additional information is available.